Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 26mm sapien 3 ultra valve, upon removal of the14 fr esheath+, it was noted that the distal tip was torn, but still intact post successful deployment of the valve. There were no issue advancing the esheath+ into the body, and access did not appear to be calcified. There were no issues advancing the delivery system through the esheath+. The procedure was successful and the patient was stable.

Manufacturer narrative:
Investigation is still ongoing.

Manufacturer narrative:
Corrections made to h3, h10 codes (component code, device code, type of investigation, investigation findings, investigation conclusion). The esheath was returned to edwards lifesciences for evaluation. The returned device was visually inspected and the following was observed: kink noted on sheath shaft at 4.25 inches from comnut, likely due to packaging; liner fully expanded; distal tip torn radially and axially; hdpe stretching along radial and axial tear; slanted score line present. A review of images of patient's anatomy shows the following: calcification present in the access vessels and abdominal aorta; tortuosity present in the access vessels. Due to condition of the returned device (distal tip torn), no applicable functional and dimensional testing were able to be performed. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A lot history review was performed and revealed no additional similar complaints. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint was confirmed based on returned product evaluation/provided imagery. However, no manufacturing non-conformance was identified. Review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were noted during device unpacking or preparation. Returned product evaluation confirmed presence of radially as well as axially torn tip with stretched hdpe material. This failure mode is characteristic of sheath tip tear events as described in a product risk assessment (pra). While a definitive root cause was unable to be determined, previous investigation indicated that the tear is attributed to improper tip expansion, resulting in interference between the valve and sheath tip. As such, it is possible that improper tip expansion contributed to distal tip tear. In addition, imagery revealed presence of tortuous access vessels and calcified abdominal aorta. Tortuosity could lead to non-coaxial alignment between the crimped valve and the sheath, causing the thv struts to catch on distal tip, leading to a tear. Calcification could also constrain the distal shaft, preventing the tip from opening properly and/or creating torn tip. As such, the failure mode may be related to improper expansion of the sheath tip during thv advancement and/or patient factors (calcification, tortuosity). However, a definitive root cause is unable to be determined. A pra was previously initiated to investigate the cause and assess the risk associated with improper expansion of the sheath tip and subsequent tearing of the tip. A corrective/preventative action (CAPA) was previously initiated to pursue potential process improvement activities regarding tip expansion, which was previously identified. No further escalation is needed at this time.